Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified test strips expire 04/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 200mg/dl and 195mg/dl. Reviewed meter memory: (B)(6). Customers concern: 386, 410, and 435 mg/dl. No recent changes in diet, exercise, or medications. Customer takes insulin-novalog (3x-day) and lantis before going to bed. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.additional product codes added.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified test strips expire 04/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 200mg/dl and 195mg/dl. (B)(6). No recent changes in diet, exercise, or medications. Customer takes insulin-novalog (3x-day) and lantis before going to bed. No adverse event reported.